Event description:
During failure investigation on this returned cpu board shows that during diagnostic report (drpt) review it was noted that a spi bus failure was logged. The failure investigation engineer reported the device was not in use on patient.